Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2016-01132, 1627487-2016-01134. The patient has an scs system for off-label use. It was reported the patient felt a pop near her ipg site while reaching under her bed for an item. Afterwards, the patient lost stimulation. X-ray/fluoroscopic imaging revealed the patient's extensions had pulled out of the header of the ipg. On (B)(6) 2016, the patient underwent surgical intervention. During the procedure, one of the extensions was found to be frayed. As a result, the doctor explanted and replaced the frayed extension. The doctor successfully reconnected the original extension and the replacement extension to the header of the ipg. Surgical intervention resolved the patient's issue. Note: both extensions are being reported as explanted because it is unknown which device was liable.